Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to biopsy channel leaking while the user was handling the device which led to water invasion of the device. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: - inspection of the endoscopic image the event can be prevented by following the instructions for use (IFU) which state: - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. - when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. - if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. - if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted to provide additional information from the customer (customer contact). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, abnormal suction function (defective suction cylinder), insufficient bending angle due to wire deterioration, leakage did not pass measurement standards (instrument/suction channel), angle bubbles in water leakage test. Light guide lens broken (small eye), surrounding secondary adhesives deterioration, angle rubber appearance poor and scratches (no bubbles), image snake tube appearance scratched, suction cylinder scratched, and due to damage on the charged coupled device, the monitor shows a white screen with no image. The faulty parts will be replaced, and the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during testing upon receipt of the evis lucera gastrointestinal videoscope, the following defects were found. Burred image, abnormal suction function (defective suction cylinder), insufficient bending angle due to wire deterioration, instrument/suction channel tear, bubbles in water during leakage test. Light guide lens broken (small eye) and the surrounding secondary adhesives deterioration, angle rubber appearance poor and scratches (no bubbles), and the image snake tube appearance has a few scratches. It was reported that no procedure was involved. There was no patient involvement reported with this event.